Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the insert was inserted into the tray and would not snap into the tray. Second insert was passed with same result - would not snap into tray. Surgery was extended 15 - 20 minutes.